Manufacturer narrative:
A causal relation between the events: swelling, infection, redness, lumps, pain, and scar and the treatment procedure with restylane lidocaine cannot be excluded. The reported events are addressed in the label. The abscess in the tear follicle is considered unlikely related to the treatment due to the location of the abscess. It is noteworthy that there was no attempt of treating the condition with hyalase and antibiotics in out-of-clinic setting prior to surgical intervention. The case is assessed as serious due to the surgical intervention and hospitalisation. The events are already addressed in the labeling. The instructions for use also states that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No remedial action/corrective action/preventive action/field safety corrective action will be initiated.

Event description:
Case reference number (B)(4) is a spontaneous report . Follow-up information from reporting nurse on 08-dec-2015: on (B)(4)2015, the patient was very swollen and sore, especially at the bump in the forehead which has increased in size. It is painful and the events have not improved. The other restylane products used are not mentioned further by the reporting nurse. Other injected areas are not affected.

Manufacturer narrative:
A causal relation between the events: swelling, infection, redness, lumps, pain, and scar and the treatment procedure with restylane lidocaine cannot be excluded. The reported events are addressed in the label. The abscess in the tear follicle is considered unlikely related to the treatment due to the location of the abscess. It is noteworthy that there was no attempt of treating the condition with hyalase and antibiotics in out-of-clinic setting prior to surgical intervention. The case is assessed as serious due to the surgical intervention and hospitalisation. The events are already addressed in the labeling. The instructions for use also states that injection procedures are associated with a risk of infection. Aseptic technique and standard practice to prevent cross-infections are to be observed. No remedial action/corrective action/preventive action/field safety corrective action will be initiated.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2015 by a nurse which refers to a female aged (B)(6). Follow-up information obtained on 24-nov-2015 and 03-dec-2015 is also included. The patient's medical history included diffuse large cell lymphoma (stadium 3 and 4) 10 years ago. The patient had previously received treatment with restylane 2-3 years ago, and botox in (B)(6) 2015. On (B)(6) 2015, the patient received treatment with restylane lidocaine to glabella (0.5 ml, lot 13588), and to nasolabial folds and oral commissures (3 ml, lot 13628) with unknown needle and linear technique. At control visits 14 days after the treatment everything was normal. On an unknown date, the patient also received treatment with an unknown amount of restylane vital light lidocaine (lot 13815) to the cheeks. Approximately 2 months later, on (B)(6) 2015, the patient experienced severe swelling (implant site swelling) and infection(implant site infection) at around eyes and the glabellar area. The patient visited a physician and got admitted to the eye department at glostrup hospital. The patient got surgery and restylane was removed from glabella. The line around the eyes was also operated despite the patient has not been treated in the area. Drainage was added into glabellar area and patient was treated with antibiotics (unknown type). The reporting clinic was not contacted by the patient until 2.5 months after the restylane treatment, when the corrective measures have already been performed. On (B)(6) 2015, the patient visited another hospital. The dermatologist switches antibiotics (unknown type) for the patient. There were still sutures in the cicatrices and some redness(implant site erythema). Follow-up information from 24-nov-2015: the reporting clinic has received the medical journal from the treating hospital. It was stated that it was an abscess in the tear follicle(abscess). As for the infection: the microbiological test results were negative according to the medical journal. A test was also performed at the second hospital (visited on (B)(6) 2015) showing "non virulent bacteria". Follow-up information from 03-dec-2015: the patient was seen by the reporting nurse on (B)(6) 2015. The patient has a scar(implant site scar) in the middle of glabella where the surgical incision was made and a scar in the left corner of the eye where there has been drainage. The patient also had small lumps(implant site mass) in glabella. There was one small lump in both glabellar wrinkles. One week earlier, the reporter had tried to dissolve through hyalase whereas the right lump disappeared but the left has not disappeared. There was slight redness in the area and the swelling had resolved. The patient mentioned that she had problems sleeping due to pain(implant site pain), it presses and it "burns". The patient was under antibiotic treatment with avelox [moxifloxacin hydrochloride], and zithromax [azithromycin]. The physician at the clinic has informed the patient that it will take some time for the adverse events to recover. The patient will continue with antibiotics and additional hyalase will be administered if necessary. At the time of the report the swelling was recovered/resolved. The infection, some redness, and abscess in the tear follicle were recovering/resolving. The scar, small lumps and pain was not recovered/not resolved.